Event description:
According to the reporter, during use, a non-medtronic accessory was used, then the cable broke and sparked. There was no patient injury. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5144585.